Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. Based on the report, the event was likely due to procedure rather than device related. Device was not available.

Event description:
It was reported to nevro that a trial patient experienced new pain in her leg following lead placement. Stimulation was never turned on and the leads were removed. CT and MRI scans were performed and did not show any abnormalities. Follow up report indicate that the patient was discharged and her leg pain has reduced.